Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms this is a complaint from china a literature review * "the significance of kejibang collagen sponge in controlling bleeding after knee arthroplasty". Authors: peng jin-hui, et al - it was reported that after total knee arthroplasty, a patient suffered a superficial incision infection, with skin necrosis at the superficial incision. The article did not provide any further information. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Literature case "the significance of kejibang collagen sponge in controlling bleeding after knee arthroplasty". Authors: peng jin-hui, et al. In this study there were 142 patients bearing genesis ii implants. It was reported that after total knee arthroplasty, a patient suffered a superficial incision infection, with skin necrosis at the superficial incision. The incision healed after dressing change and oral administration of antibiotics.